Manufacturer narrative:
Additional clarification was received on the event on march 17, 2020. During the ablation phase, after the pulmonary vein isolation and cavotricuspid isthmus (cti) line ablation was performed on the last ablation session (9 second into lesion), at the eustatcian ridge, a steam pop occurred. The procedure was completed as the cti was complete, not necessarily due to the pop. The patient remained stable and the case continued. The patient was observed hemodynamically and via intracardiac echocardiography. No interventions were necessary at this point. The patient was transferred to the post-anesthesia care unit. The patient became symptomatic and an effusion was observed several hours after the procedure in the ward. Pericardial effusion was confirmed with the ultrasound and pericardiocentesis was performed to remove an unspecified amount of fluid. The patient was stable and was still in the hospital at the time of the call. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review of the 3500a initial, a correction was noted on 3/12/2020 as the concomitant products were not reported. Therefore, updated the "d11. Concomitant medical products and therapy dates". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6/16/2020, the product investigation was completed. It was reported that a female patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, after the pulmonary vein isolation and cavotricuspid isthmus (cti) line ablation was performed on the last ablation session (9 second into lesion), at the eustatcian ridge, a steam pop occurred. The procedure was completed as the cti was complete, not necessarily due to the pop. The patient remained stable and the case continued. The patient was observed hemodynamically and via intracardiac echocardiography. No interventions were necessary at this point. The patient was transferred to the post-anesthesia care unit. The patient became symptomatic and an effusion was observed several hours after the procedure in the ward. Pericardial effusion was confirmed with the ultrasound and pericardiocentesis was performed to remove an unspecified amount of fluid. The patient was stable and was still in the hospital at the time of the call. The physician did not specifically cite the steam pop. He was initially doubtful of any consequence with 9 seconds of radio frequency time leading into the pop. The drain was removed the next morning without further drainage noted by the physician. The patient was reported to have been discharged home. There is no information on whether extended hospitalization was required. Device evaluation details: the device was visually inspected and it was found in good conditions. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications, no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, irrigation test was performed and it was found within specifications. The catheter was irrigating correctly and no irrigation issues were observed. A manufacturing record evaluation was performed and no internal action was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. During the analysis, the lot number was retrieved. Originally the lot number was reported as unknown. Therefore, updated d4. Lot, d4. Expiration date and h4. Device manufacture date. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The ultrasound showed the patient had a trace pericardial effusion at baseline. During the ablation phase, after the pulmonary vein isolation (pvi) and beginning of the cavotricuspid line (9 second into lesion), a steam pop occurred. The patient remained stable and the case continued. While the patient was in the recovery area, a pericardial effusion was confirmed with the ultrasound and pericardiocentesis was performed to remove an unspecified amount of fluid. The patient was stable and was still in the hospital at the time of the call. The physician did not specifically cite the steam pop. He was initially doubtful of any consequence with 9 seconds of radio frequency time leading into the pop. The drain was removed the next morning without further drainage noted by the physician. The patient was reported to have been discharged home. There is no information on whether extended hospitalization was required. Transseptal puncture was performed with the tsx needle (boston scientific) and sl1 sheath (st. Jude) sheath. The irrigation settings were 15ml/min. The only error message noted was patch disconnect after the pvi and prior to burning the cavotricuspid ishmus (cti) (where the pop occurred). This was remedied by a re-initializing and re-learning prior to burning the cti. All force visualization features were used. The visitag module settings were 2mm x 3 seconds, 5gm 25%, 3mm tag size, ablation index for coloring.